Manufacturer narrative:
The hospital reported the unit was returned to service without error. The hospital declined repair service offer from ge healthcare. Calls requesting patient information from the hospital on (B)(6) 2020. No patient information provided to date.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient injury.